Event description:
During failure investigation of the returned disposable sets, a cut was noted in the tubing of the secondary set and leaking was observed.

Manufacturer narrative:
(B)(4). Reference associated MDR # 2016493-2014-00418 for the pump module complaint. Conclusion field left blank - no available code for undetermined or unknown cause. The secondary set was inspected for incomplete bonding engagements and holes/tears in the tubing. A hole was observed approximately 13 inches from the male luer. The set was then pressure tested while submerged underwater. Leaking was observed at a pressure less than 5psi. The root cause of the cut was not identified. There was no mention of leaking by the customer and therefore it cannot be determined if the cut was present at the time of the infusion or if the cut occurred during transportation of the set back to carefusion for evaluation.